Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and visually inspected. Visual inspection revealed that device was corroded and the surface paint was chipping, indicating that the device was considerably worn. Although it was not reported, it was noted that the yellow ablation pedal was raised higher than the blue coagulation pedal. Additionally, the cable is cut and the wires are exposed on the device. This device was not tested for safety reasons. It is possible that the broken and exposed wires are the root cause of the reported failure of the device to function as intended. The exposed wires are typically observed from rough handling of the cables. This complaint can be confirmed. A batch record review has been conducted for this lot of devices that were manufactured in 2007 and the results indicate that in this batch of product there were no anomalies or discrepancies in the manufacture of this lot and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed three other dissimilar complaints for the lots of this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the foot switch will not sync with the generator when setting up for a procedure. Customer used a wired foot switch to complete the procedure. Sales representative reported that during a shoulder procedure the ablation pedal on the customer's wired vapr iii foot switch was working intermittently. He reported that the surgeon had to stomp on the pedal at least three times to get it to work but was able to complete the procedure with the device. The sales rep also reported that the customer's vapr s90 electrode was reading output shortage and stopped working. The surgeon completed the procedure with another like device. The sales rep confirmed that the device was not near metal and that there was no sparking. The devices will be returning for evaluation. Procedure was not prolonged. No patient consequences.